Event description:
The patient had a full replacement. The explanting facility discards explants therefore the suspect device is not available for return.

Event description:
The patient was referred for full revision due to 11-25% battery and high impedance. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.